Event description:
Physician had difficulty of the ventricular lead. After attaining the atrial lead access, he could not advance the ventricular lead. He pulled back on the lead to remove it. The lead became lodged in the subclavian. Physician had difficulty removing the lead resulting in the lead unbraiding and the insulation tearing. Half the lead was removed and saved. The half that remained in the body was secured in place and the exposed uninsulated portion was capped and tucked into the pocket.